Manufacturer narrative:
One flexible twist drill for curved 2.3 suture anchors was returned for evaluation. The device was sent to the supplier for additional evaluation. It was confirmed that the drill was welded. Without having the exact drill guide that was used in combination with this drill, it is difficult to determine the failure mode. It looks as though the bottom edge of the drill tip may have been in contact with the distal edge of the drill guide. When coupled with a power drill at high rpm, this could heat the area, and ultimately roll the bottom edge of the drill tip. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic bankart & bristow procedure, it was reported that after drilling, the surgeon could not pull the drill out of the curved drill guide so he pulled the drill and the drill guide together. The surgeon used an osteoraptor ha (straight) for the procedure. After the incident, the drill was checked and found that there is a small ditch approximately 1 cm from distal tip, between pn: 90504722 and pn: 90504723. Additional information received indicated that there was no anatomy or procedure exceptions and there was no more force required on the device used in this procedure than typical. According to the sales rep, metallic debris drifted into the perfusate (fluid); most of the debris was flushed out of the body with fluid, but some particles might have remained inside the body. The surgeon used a new site with the backup device; the original site was left empty. The device had not been reprocessed, or reused in a patient. The patient was noted to be okay post procedure.